Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on 04/25/2008 that a customer had a problem with a heparin prefilled syringe. The customer reports that he was hospitalized and diagnosed with meningitis. In 2008 - he was discharged from the hospital, ordered vancomycin and rocephin with heparin flushes through a PICC line. This treatment was ordered for 26 days. Six days after starting treatment, he developed a skin rash. Two weeks later, he was diagnosed with heparin induced thrombocytopenia in which his dr reports to him rarely occurs from the use of heparin. At this point in time, his dr placed him on coumadin and arixtra (a synthetic heparin). The arixtra was injected directly into his abdomen for 1 week. At the end of this week, his coumadin levels were normal and he was ordered a coumadin regimen for the next 6 months.